Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit displayed electrical error #50.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit displayed electrical error #50. There was no patient harm reported.

Manufacturer narrative:
Updated fields - b4, d8, d9, g1 (contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields - d4 (unique identifier (UDI) number). A getinge field service engineer (fse) was dispatched in order to evaluate the unit and then the fse started to evaluate the unit so that according to the manual "electrical code #50" which is the problem and it's being related with the motor controller pcb. Then the fse had replaced the pcb, motor controller so that after the replacement the issue was being corrected after verifying the issue. After the replacement fse had performed a pm, full calibration and tested the unit. The product had passed all functional/safety testing. The unit was returned to the customer and cleared for clinical use. The involvement of the patient is unknown. Then investigation was performed by the technician of the maquet failure analysis and testing dept. (Fat). The failure analysis and testing dept. Received the motor controller serial number with a reported unit failure of electrical test fails code #50. The failure analysis and testing dept. Performed a visual inspection and observed residue on components c17 and c25 and component r41 is missing from the board. This residue is consistent with saline. Due to saline and the missing component, the fat dept. Cannot investigate this complaint any further. However, the probable cause of this complaint is the saline spill on the board. Due to a schematic for the motor controller not being available, it will be difficult to define what part r41 played in this failure. However, as stated above, the saline was the probable cause of the failure. Retaining the board in the fat dept. Per the company procedure.

Event description:
N/a.